Event description:
A user facility reported that a patient coded during hemodialysis treatment. The following is based on the medical records received by the patient's treatment facility. During a dialysis the patient reportedly stated she needed to sit up, she collapsed and lost consciousness. Cardiopulmonary resusitation (CPR) was initiated and ems was called. She did not have any viable signs of life and her rhythm appeared to be asystole with background pacemaker activity. Initial cardiac rhythm ems reported was pulseless electrical activity (pea) and noted that patient had a pacemaker. The patient was intubated, CPR was resumed and epinephrine, bicarbonate and narcan were administered. The patient was transported to the hosp where she was diagnosed with cardiac arrest, acute respiratory failure and cardiac dysrhythmia. Resuscitation continued with an external jugular line was sited and arterial blood gases drawn. The resuscitative efforts were stopped and the patient expired. Dialysis settings at clinic for (B)(6) 2015: dialysate composition 2.0k, 2.5ca, mg 1.0, 100 dextrose; sodium 137meq/l; bicarb machine setting 35meq/l, bfr 4.0, blood pressure prior to dialysis 94/66.

Manufacturer narrative:
Initial MDR recorded "irn" values however a transcription error was identified. The values are for international normalized ratio "inr." The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the granuflo used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 7 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The packaging components and chemical raw materials used in the manufacture of the identified lot were reviewed. A retrospective record review did not identify any non-conformance reports and/or abnormalities during the production of the sap identified lots that could have caused or contributed to the reported event. The granuflo product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Per the documented product investigation, there was no indication that the fresenius granuflo caused, contributed to or was a factor in the reported event. The system level review of the 2008k2 device and concomitant products found no indication that the products caused or contributed to the clinical event.

Event description:
The following is based on additional medical records received. The pt's primary cause of death was obtained from the end stage renal disease death notification form 2746. Primary cause of death was documented to be cardiac arrest, cause unknown. There was no secondary cause recorded. Correction from initial MDR blood flow rate (bfr) 400, blood pressure prior to dialysis on (B)(6) 2015 was 103/68.

Manufacturer narrative:
This is being reported as part of a system level investigation which will include an investigation of all fresenius products potentially in use at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that patient had prior hospitalization on (B)(6) 2015 - generalized fatigue over a week, increased shortness of breath, edema, orthopnea and elevated irn as high as 13 at home (irn is 12.32, chest x-ray does show evidence of congestive heart failure with effusion) treated with IV diuretics. Suspected-chf, blood loss anemia, coagulopathy, elevated irn so coagulopathy is being reversed, urinary tract infection treated with antibiotics, acute kidney injury or chronic kidney disease, left lower extremity cellulitis treated with expanded antibiotics, profound hypothyroidism, elevated liver function tests could be a component of hepatic congestion from her congestive heart failure, history of breast cancer, unclear if it is in remission, no death certificate or autopsy results were received. A supplemental report will be submitted upon completion of the plant's investigation.